Manufacturer narrative:
Date of event: (B)(6) 2017.

Manufacturer narrative:
Results: a sample or photo was not available for evaluation; therefore, the investigation was limited. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown.

Event description:
It was reported that the bd ultrafine pen needle broke off during use into the patient¿s abdomen. The patient received medical intervention at the hospital to retrieve the needle.